Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are (B)(4) units of stock that have been requested for analysis. Thread surface on the closed samples from stock has been checked and it is correct and the usual one. Thread is not damaged; no defects have been found on the thread surface of these samples. Sewing test on artificial skin tissue has been also conducted with the samples from stock and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Furthermore, knot security control has been conducted with the samples of stock in order to check the behavior of the knots and results are into the current range for this thread and size. A slight fraying at the end of the thread appears after cutting. This is a typical effect that appears in multifilament sutures. Final conclusion: although the results of the samples from stock fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that after cutting the thread it gets frayed. All medwatch submissions related to this report are: 3003639970-2017-00130, 3003639970-2017-00131, 3003639970-2017-00132.